Event description:
A caller reported experiencing a cgm error 42, which had occurred twice on the same pump within the last 24 hours. There was no reported adverse impact on the customer's blood glucose level. The corrective action involved a decision by technical support to replace the pump to resolve the issue.